Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor contact of the video connector socket, and error code b30 (scope communication error). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor contact of the video connector socket, the image was interrupted and error code b30 was displayed. In regard to the poor contact of the video connector socket, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center exhibited no image or image interruptions when connecting an endoscope, along with connector issues. The issue occurred during inspection for use. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information regarding the manufacture date. Updated fields: h2, h4, h11 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.